Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on when key was inserted during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, does not turn on when key is inserted was not reproduced due to a system error 320. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The contributor to the condition was determined to be the upper latch switch remaining in the closed position. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.